Event description:
Clinic notes for the patient were received and reviewed in which it was indicated that high impedance and low output current delivered were seen on the device during clinic. The patient's device was indicated to have been left at the same settings. No known surgery has occurred to date for the high impedance. No additional relevant information has been received to date.